Event description:
It was reported that asymptomatic patient presented in operating room for routine device change out. During the procedure, it was difficult to remove the lead and setscrew from the implantable cardioverter defibrillator. It was suspected that the setscrew was stripped. Multiple attempts at accessing the set screw were unsuccessful. The clinician decided to cut and replace the lead. The device was explanted and replaced. There were no adverse events reported due to the issue. The patient was reported to be stable during and post procedure.

Manufacturer narrative:
The reported event of stripped set screw observed on the implantable cardioverter defibrillator could not be confirmed. The results of the investigation are inconclusive since the set screw was not returned with the device for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device was otherwise normal.